Event description:
The device malfunction was discovered during preparation for use during the investigation by biomed. No error messages that may have been observed as a result of the failure. The device was inspected prior to use as per instructions for use. No impact to the patient or the procedure.

Manufacturer narrative:
This report is being supplemented to provide correction to the initial with information inadvertently left out and to provide additional information received through follow up.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: g2 health care professional was inadvertently selected on the initial medwatch. The field e2 were mistakenly filled in this report. This was properly reported in the first supplemental report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (9) nine years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image is not displayed due to patient board set failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customer's allegation was confirmed due to faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, while trying to connect scope to video system center there was no white light image. According to the customer, there was no issue when the same scope was connected to other same video system center. The customer had tried multiple videoscope cables on the subject device, but could not get any to work. Those cables worked fine in other rooms. There was no information on the procedure. There was no report of patient harm associated with the event. The device was returned for evaluation. The evaluation found that subject device had no image due to faulty printed circuit board. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.